Event description:
It was reported that the cartridge was damaged at the fill rod interrupting insulin delivery. There was no adverse impact to the customer's blood glucose level. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts.